Manufacturer narrative:
After further review of additional information received the following sections g4, g6, h2 and h6 have been updated accordingly. An .035¿ 9.0 x 39 x 80 palmaz genesis peripheral stent slipped from the opta pro balloon catheter during preparation. There was no reported patient injury. The right lumen was flushed. Device was not yet in the patient. Balloon and stent were still unexpanded. The product was not returned for analysis. A product history record (phr) review of lot 82178944 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling or procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. Neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82178944 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .035¿ 9.0 x 39 x 80 palmaz genesis peripheral stent slipped from the opta pro balloon catheter during preparation. There was no reported patient injury. The right lumen was flushed. Device was not yet in the patient. Balloon and stent were still unexpanded. The device will be returned for analysis.